Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Correction a3a- gender. Correction- date of birth. Correction g3- PMA/510(k) #- p140009. Correction h6- medical device problem code- 4032 - unintended application program shut down. Correction h7- remedial action initiated, check type- recall, notification, and other selected; other remedial action- correction. The event of liberta therapy turning off was reported to abbott. The liberta firmware version check software confirmed the current nordic version of the ipg is 1.1.1.29 and the current msp version is 1.1.1.67 indicating the fw update was completed successfully. Since the update has been completed, the patient's therapy will no longer turn off unexpectedly. The issue has been resolved. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024. Fsca number is pending.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was performed which resolved this issue. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Manufacturer narrative:
A therapy off event was reported to abbott. The therapy off issue was confirmed via software check. Insufficient data logs were provided, however the ipg software was updated to resolve the issue. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The fsca number is included in this report.